Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid during the procedure. The sample was not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydrosurg irrigator device leaked irrigation fluid from the top of the unit and battery compartment. It was also reported that fluid and green flecks noted in the battery chamber. There was no performance issue and the device functioned as intended. There was no reported patient or user harm.